Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the device did not find any issues with the cannula assembly that would result in high blood glucose levels. The device was returned with low bottom and middle batteries. After connecting to an external battery, the data was able to be downloaded from the device. The pod was found to have terminated in a hazard alarm, a safety feature not considered a malfunction.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition that could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119 warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
It was reported that patient¿s blood glucose (bg) levels reached 19.5 mmol/l (351 mg/dl) after wearing the pod between 24 and 36 hours on the leg. On the morning of (B)(6) 2018, the patient woke up with high bg levels and was vomiting. She subsequently admitted herself to the hospital at approximately 9:30 am. At the hospital, the patient was diagnosed with diabetic ketoacidosis (dka). Her ketones were measured at 0.9 mmol/l. She was discharged from the hospital later in the day (at approximately 2:15 pm). Nothing unusual was noted with the device in use, and no additional event details were provided.